Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving a service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a broken yellow (pgnd) wire in the trunk cable connector. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the broken wire. The patient received a replacement electrode belt.